Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. Alarms for low glucose and urgent low glucose were appropriately triggered, and insulin delivery occurred in response to cgm input. No delivery errors or system malfunctions were found. Based on available data and user submission, the event was attributed to wide glucose fluctuations and absence of meal announcements, which may have contributed to inappropriate insulin stacking and increased risk of hypoglycemia.

Event description:
On (B)(6) 2025, the user experienced low blood glucose (bg) with a nadir of 40 mg/dl. The event was treated with juice and a granola bar, with assistance from the user's caregiver. The user remained on the ilet and planned to follow up with additional training.